Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: unknown indigo handpiece, serial/lot #: unknown: , UDI#:. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the angled attachment was vibrating and runs rough while using the handpiece during the procedure. The handpiece was changed for troubleshooting. There was no patient impact.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: drill 1845000 indigo high spd otol rohs, serial/lot #: (B)(6), UDI#: (B)(4). E1: unknown healthcare professional no longer applies. H3: analysis of the angled attachment found that the customer's reason for return can´t be confirmed, due the distal bearing is broken (detached) and the burr can´t be inserted into the attachment. The laser markings are faded. The attachment can't be disassembled for further inspection and repair. The attachment is unrepairable. H6: fdm b21, fdr c21, fdc d16, and img g04063 are no longer applicable for the angled attachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.